Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient reported his pinnacle mom hip was revised in 2012 due to "failed hip". Patient stated he is currently house-bound and not able to walk. Doi: unk, dor: 2012 (hip). On (B)(6) 2014, the patient requested compensation. Information was sent to legal for processing the device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient reported his pinnacle mom hip was revised in 2012 due to "failed hip". Patient stated he is currently house-bound and not able to walk.